Event description:
It was reported the patient was implanted in the beginning of (B)(6) 2013 as the ¿1st treatment.¿ the patient then underwent a ¿2nd treatment¿ operation in the beginning of (B)(6) 2013. Since (B)(6) 2013, the patient had frequent micturition and urgent urination. It was stated that the programmer was used to ¿adjust the data,¿ but that ¿method¿ only remained for 3-4 days. The patient called in for a reprogramming consult as of the date of this report. A couple of weeks later, it was indicated the patient¿s device was not reprogrammed and the patient was not receiving effective therapy.

Manufacturer narrative:
(B)(4).